Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was having an MRI for unrelated issues and the hcp stated they read a note from the facility indicating the patient had a lead revision. No further complications were reported or anticipated. (B)(6) 2018 undeliverable patltr (con): no additional information was received.